Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station had lost power. The field service engineer (fse) inspected the unit and found that the screen on the station was black. Using a multimeter, the fse identified that the main 4.1 drawer controller had failed. The board was replaced, and upon reboot, all pockets recovered successfully in the application. The hardware test application test passed without issues. The fse checked all lights and connections, cleaned out debris, and verified the overall condition of the device. The customer confirmed that all functions of the device were working normally in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station had lost power. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.